Event description:
According to the hospital the nail was broken. No further information available.

Event description:
According to the hospital the nail was broken. No further information available.